Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Bacterial infection: vagina [bacterial vaginosis]. Tampons shedding [device breakage]. Consumer reports via e-mail that she was diagnosed with a bacterial infection due to tampons shedding. No serious injury reported.